Event description:
It was reported via repair work order that the side rail would not remain latched due to a detached latch spring. Also, the bumper channel was damaged resulting in sharp edges being exposed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.